Event description:
This rv lead was implanted in (B)(6) 2014 and still remains implanted at this time. In an email sent to technical services on (B)(6) 2017, it was noted on (B)(6) 2017 that this lead exhibited high pacing thresholds. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).